Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. A boston scientific technical services (ts) consultant discussed testing the integrity of the system and to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that shock impedance measurements were greater than 125 ohms. The patient was brought in for lead testing and shock impedance measurements were 106 ohms. Further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. The system will continue to be monitored. No adverse patient effects were reported.